Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported via maude (mw5178623) that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the cgm was reading 400 mg/dl and based on the ccgm reading the patient self-treated with insulin sliding scale coverage as recommended. However, immediately after giving insulin they checked with a glucometer and the bg reading was 200 mg/dl. Subsequently the patient experienced a severe hypoglycemia episode with altered mental status. The patient´s wife treated with glucagon and after the treatment the symptoms improved. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.